Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra2 meter read inaccurately high compared to her feelings/ normal blood glucose results. The complaint was classified based on the customer care advocate (cca) documentation. The patient tests her blood glucose 3x daily and manages her diabetes with metformin pills (500 mg 2x daily). The alleged issue began on (B)(6) 2012 at 6am. The patient reported a blood glucose result of "171 mg/dl" with the subject meter. The patient denied making changes to her usual diabetes management routine. Shortly after the alleged issue began, the patient claims she had difficulty "recalling information" and felt a symptom of "wobbly." The patient denied receiving medical treatment. No other device was used for testing. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury after the alleged meter issue began.